Event description:
Post deployment of a sapien xt valve in a surgical heart valve, paravalvular leak (pvl) was observed and a vascular plug was placed to correct the problem. Initially an edwards magna 33mm valve was implanted in the tricuspid position. The patient was readmitted approximately 3.5 years later with a diagnosis of severe stenosis. During a subsequent tf valve-in-valve procedure, a 29mm sapien xt valve was deployed in the existing edwards magna valve. The sapien xt valve would not fully expand within the existing valve, resulting in 1+ pvl. An amplatzer plug was implanted to correct the pvl with minimal improvement noted. The patient was recovering well after the procedure. However, the decision was made to return to the or to debride the calcified magna valve in an attempt to allow the xt valve to be fully expanded. The patient was placed on bypass and an incision was made in the right atrium to expose the xt and magna valves. At this point, it was noted that the magna valve holder was still in place in the implanted magna valve, and was never removed as intended during the initial surgical procedure. The holder, xt valve and amplatzer plug were explanted. The xt valve was discarded and a new [non edwards] surgical valve was implanted in the native tricuspid valve. At the time of this report, the valve replacement procedure was ongoing.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The sapien valve is indicated for use in calcified native aortic valves. At this time, the valve is not indicated for use inside a pre-existing surgical valve, therefore there is no specific guidance in the IFU or thv training manuals on deployment of the valve within a surgical valve. In this case, the underexpansion of the sapien xt and subsequent pvl was due to deployment of the valve inside the valve holder which was not removed from the surgical valve after implant. There was no indication/allegation of a device malfunction of the sapien xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.